Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-nov-2022. Our quality engineer inspected the samples submitted for evaluation. Bd received two 18g x 1.16in. Insyte autoguard units from lot number 2087249. One of the units was returned sealed (unit 1) and the other was returned used with the needle already retracted (unit 2). Inspection under a microscope found that unit 1 had no foreign matter present. Functional testing for retraction found that the needle retracted successfully at a normal speed. None of the reported defects could be confirmed for unit 1. The rest of the investigation will focus on unit 2. A gross visual inspection of unit 2 found that a translucent viscous substance was present on the button and grip. Upon un-retracting the needle, excess gel could be seen on the needle and needle hub. Based on these observations, it is likely that the viscous substance observed on the exterior of the device is excess gel as well. Unit 2 was then functionally tested for retraction and retraction speed. The unit retracted successfully, however, it did so at a slow speed. The reported issues of slow needle retraction and foreign matter were confirmed for unit 2. Both confirmed issues can likely be attributed to the presence of excess gel. Excess gel may occur during manufacturing due to incorrect equipment settings causing an incorrect amount of gel to be dispensed. Operators periodically measure the gel inside the grip by weighing the units before and after gel insertion, perform functional testing for needle retraction, and perform visual inspections for foreign matter per the sampling plan to mitigate the risk from these types of defects. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in the needle did not retract there was no report of patient impact. The following information was provided by the initial reporter: some needles with this lot # are not retracting at all.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ shielded IV catheter 18ga 1.16in the needle did not retract. There was no report of patient impact. The following information was provided by the initial reporter: some needles with this lot # are not retracting at all.